Manufacturer narrative:
H4: the lot was manufactured between february 5, 2024 - february 7, 2024. The device was received for evaluation. A visual inspection was performed, and fluid inside the bag that contained the device was observed which suggested leak. Further inspection noted the tubing line detached at the solvent-bonded junction of the stress member located next to the fill port. The reported condition was verified. The cause of the condition was inadequate tubing insertion depth (not deep enough) due to manual assembly error during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port. The device was filled with 50ml sodium chloride. The clear fill port cap was secured on the top of the device, and the blue winged cap was secured to the luer at the end of the tubing. This occurred after filling prior to patient use. There was no patient involvement. No additional information is available.